Event description:
It was reported while testing for sars-cov-2, the bd veritor¿ at-home covid-19 test, the first test produced a negative result, and the second test taken right after produced a positive result. There was no report of adverse patient impact. Eua# (B)(4). The following information was provided by the initial reporter: "customer stated that she took the test back to back and one was negative and the other one was positive."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: this summarizes the investigation results regarding a complaint that alleges the ¿customer tested back to back¿ bd veritor at home covid-19 tests (material # 256094), batch number 1351566, and ¿one was negative and the other one was positive¿. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. Results were acceptable and no relevant issue was found. The complaint was unable to be confirmed via the retain samples. The root cause could not be identified. Currently, there are no adverse trends identified for discrepant results. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time.

Event description:
It was reported while testing for sars-cov-2, the bd veritor¿ at-home covid-19 test, the first test produced a negative result, and the second test taken right after produced a positive result. There was no report of adverse patient impact. Eua#(B)(4) the following information was provided by the initial reporter: "customer stated that she took the test back to back and one was negative and the other one was positive."